Event description:
It was reported the physician attempted two insertion points when implanting a trial lead due to difficulty in advancing the lead on the first attempt. It was reported the pt had pain in her left peg immediately after waking from her trial procedure in addition to difficulty moving the leg. The physician opted to remove the trial lead on the same day. Follow-up on the pt status found the pain was subsiding and the pt was up and walking. Additional follow-up found the pt had full recovery.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.